Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 35 mg/dl and was treated with emergency room visit. The event involved product(s) mmt-431ag, mmt-1884l, mmt-342g. Troubleshooting was initiated for low blood glucose event and the customer declined to troubleshoot. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-1884l. No product return is required for mmt-342g. Frn-mmt-342a-rsvr, unomed inf set. Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported difference between sensor glucose and blood glucose values. The customer was treated with emergency room visit. The event involved product(s) mmt-431ag, mmt-1884l, mmt-342g, mmt-7040a. Troubleshooting was performed for sensor glucose versus blood glucose. Insulin delivery was not suspended. The customer reported blood glucose value of 35 mg/dl. The customer reported sensor glucose value of 70 mg/dl. The customer noticed that difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was initiated for low blood glucose event, it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return was required for mmt-431ag. No product return was required for mmt-1884l. No product return was required for mmt-342g. No product return was required for mmt-7040a.